Event description:
It was reported that a vns patient was seeking surgical consult for a full revision surgery for an unknown reason. Follow up with the patient treating vns therapy physician revealed that the intervention was in response to a high impedance warning that was received while performing system diagnostics on the patient's device. The physician also indicated that there had been no known events of or trauma or patient manipulation which could have contributed to the event. Diagnostics performed on the patient's device eight months before the event had confirmed proper device function. The patient underwent revision surgery and the implant facility indicated that the patient's device would not be returned for analysis as it had been discarded after surgery.